Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6: corrected health effect, medical device, component, and investigation clinical codes.

Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6)2018. Approximately 4 years and 6 months after the initial procedure the patient had a left knee revision on (B)(6) 2022. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on 19 sept 2022 diagnosis: failed bilateral total knee replacement secondary to bearing surface wear. Findings: exuberant synovitis, synovial expansion and foreign body type synovial reaction. The left polyethylene was less worn but it did have areas of defect, much smaller areas and the left knee had correspondingly a smaller synovial reaction. Patient was taken to the recovery room in stable condition. The patient has filed a short-form complaint in a multidistrict litigation titled in re: exactech polyethylene orthopedic products liability litigation, mdl no. 3044 (ngg) (mmh), and pending in the eastern district of new york. Per the transfer order creating this multidistrict litigation, ¿plaintiffs¿allege that their knee or hip replacement devices¿failed prematurely because of degradation of the device¿s polyethylene component, which resulted in the premature removal (or planned removal) of the prosthesis at issue.¿ because the patient has filed a suit in this multidistrict litigation, the patient appears to allege that the patient was injured as a result of premature wear of an exactech polyethylene device.

Manufacturer narrative:
D10: concomitants: 02-010-01-0230 - logic femoral ps cem left sz 3 5204700 02-012-41-3030 - logic tibia traptray cem sz 3f/3t 4684707 200-02-38 - three peg patella 38mm 5202421 pending investigation.